Event description:
The customer reported that she experienced "an issue with irritation" at the pod site; when the device was removed, the adhesive "tore the skin off the site with some irritation that looked like burn marks." As a result, she went to visit her endocrinologist for treatment who recommended that she "take a month long break from the pod" to allow the area to heal. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the infection. The omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.